Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number: 0012615972 was returned and analyzed. Visual inspection was carried out. The catheter had visible issues, the shaft was broken at the handle distal tip. Slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Electrical continuity test was carried out and revealed intact electrode wires without any detachment or breakage. The xray imaging revealed that there were entangled wires inside the shaft. In conclusion, the reported steering and deflection issues were not reproduce, the catheter failed the return product inspection due to entangled electrode wires and a broken shaft at the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter experienced steering/deflection issues during a procedure. Once the procedure was completed, the slider would not extend the array without excessive force. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.